Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca). Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 was not depressed and button 2 was also not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in the manufacturing position and fully covered by the sealant sleeves. No abnormal conditions were observed on the sealant sleeves. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to a leakage observed on the balloon¿s body. A high magnification evaluation was conducted on the balloon surface. During this analysis, a longitudinal tear was observed on the body of the balloon. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device as a longitudinal tear was observed on the balloon. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.